Manufacturer narrative:
(B)(4) - supplemental MDR - needle clogged / blocked forty-six samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided batch number 4129795. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed.

Event description:
No additional information was provided.

Event description:
Material#: 305917, batch#: 4129795. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: rcc received a complaint via email. One of our xxx is reporting an issue/concern with an item that it is purchased from your company. Please include our xxx case number: (B)(4) with all email communication. Situation: issue: when injecting medication, two separate injections on the same patient, the needle seemed to get caught or stuck when giving the injection. Background: event date: 02/05/2025. Ih# and description: 93017309 needle 21gax1-1/2 safety glide 305917. Mfg#: 305917. Sample available: yes (if sample is available and would like it sent for your evaluation, please reply all, and attach a return shipping label via email). Lot#: 4129795. Assessment: credit requested: no. Po#: (B)(4). Was there injury? No. Account#: po purchased on: (B)(4). Recommendation/request: if you would like the product returned, please reply all with a return shipping label attached within 10 days that this email was sent (02/13/2025). If no label is received, product will be discarded.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.